Manufacturer narrative:
(B)(4) the sample was provided and an evaluation was performed. One (1) ta wavy grasper insert device was returned for evaluation for the grasper jaw broke off in the patient during surgery. The patient was not harmed / no injury confirmed. Visual and functional evaluation by the product engineer and quality engineer confirmed the reported failure. Visual inspection of the device revealed that the jaw part separated from the insert device due to the pin (part 92-0766, lot # 14224016) that connects the actuating rod to the stepped link of the jaw was sheared off. It was observed that the pin was still present in the actuating rod but part of it was sheared off. A review of the in-coming records for the pin, part number 92-0766, lot number 14224016, did not indicate any non-conformances at inspection. A review of bd¿s history records also revealed that the device has been in the customer¿s possession for almost 2 years. It is unknown how many usage and re-processing the device has undergone during that time. From the parts returned it is likely that the pin was sheared off by some type of excessive force / overstress applied on the device during use (clamping down on something in a forceful manner or something not intended for use that weakened the part). The root cause of this reported failure is due to mechanical overstress. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. The customer will be notified through a closure letter of these findings and recommended to review the product information IFU 36-0151 in particularly the warning, cautions, inspection, and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, the grasper was being used during surgery and the jaw broke off in the patient. One side of the jaw fell off but was recovered by the surgeon. The patient was not harmed and all pieces were recovered to the best of my knowledge. Although requested, no additional information was received from the customer and at this time the device has not been returned.